Event description:
Paramedics used the device to administer external pacing on patient diagnosed in cardiac arrest. The device allegedly stopped pacing intermittently and displayed a service alarm. The patient was delivered to the hospital in asystole and was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.